Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found a scratched top and bottom case. The device's event history log was reviewed for evidence of the reported problem, found ? Default configuration restored". To conduct functional testing the cloning process was performed by using new cloning block. Upon testing, the reported problem was not able to be duplicated. No problem was found, the pump is operating as intended. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device would not connect to download the drug libraries, problem with interconnect board, will not program, and not able to download the library through the cloning process. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.